Event description:
A pt was injected with radiesse dermal filler in the naso labial fold. Immediately following the injection, the pt developed an area of hypo-pigmentation and a cold-to-touch feel in the right cheek. The physician applied warm compress and prescribed both oral and topical antibiotics. It was reported that there is central ulceration of the cheek.

Manufacturer narrative:
The clinic reported that a culture of the area was negative for growth. The physician reported tissue erosion in the cheek (no infection or necrosis). During a recent pt follow-up, it was reported that the affected area was healing. The device history records for radiesse lot 1008360 were reviewed; there were no CAPA or ncr applicable and the testing specifications had been met.